Event description:
The today sponge contains nonoxynol-9. Why is the nonxynol-9 still on the market? It increases chance of urinary tract infections, which I have, stds, and even hiv. Can we please enforce a better suited spermicide or require warning labels please?: dates of use: two days. Diagnosis or reason for use: contraceptive. Event abated after use: yes. Event reappeared after introduction: no. Dose or ammount: 1000 mg, frequency: 1 use, route: vag.